Event description:
The device was returned to manufacturer for evaluation.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve implanted approximately three (3) years and two (2) months, was explanted due to unknown reasons. The explanted device was replaced with a 21mm bioprosthetic valve. Attempts to obtain device and additional information were unsuccessful.

Manufacturer narrative:
Attempts to obtain device and additional information were unsuccessful. Without return of the device or additional information, the reported stenosis cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4). Device evaluation summary - as received, valve was returned with multiple fragments of the sewing ring and the leaflets. As received the sewing ring and most of the leaflets had been cut and removed from the valve. Majority of the removed leaflets were not returned. The cuts on the leaflets appeared smooth and straight. Evidence of calcification was visible on the remaining of all leaflets. Host tissue was also visible on the valve stent and returned fragments. Wireform was exposed at leaflets 1 and 2. The x-ray demonstrated calcification. The reported device was received by manufacturer. However, the device could not be evaluated due to the condition of the device received and no root cause could be identified as a result.